Event description:
"Introducer barbed immediately with attempts to advance the dilator / introducer sheath over the wire. The skin nick was felt to be adequate to minimize resistance with introducer advancement. When a second introducer was obtained from another, tray it was easily advanced."

Manufacturer narrative:
Sample will be sent to the sterilizer on the next available load for decontamination prior to physical evaluation, at hdc or by the supplier of the component. There is no reported injury to the patient involved. See attached disclaimer.